Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 6 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2014. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed at the firing on the cystic duct. The doctor commented that there was an unexpected resistance in grasping the trigger from the 1st firing. There were no adverse consequences to the patient. After the operation, it was found that the jaws were distorted.